Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found normal device characteristics.

Event description:
It was reported that there was in increase in threshold values on the right ventricular lead. The physician believed it to be due to patient anatomy but opted to replace the lead. During the procedure, use of electrocautery damaged all implanted leads. The lead was explanted and replaced.